Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's display was blank. The customer also reported receiving a button error alarm and a battery out limit. The customer stated that the keypad was not responding properly. Customer confirmed that the insulin pump may have been exposed to sweat. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. No blank display noted. The insulin pump powered up properly after battery installation. The insulin pump; has normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during our testing. The insulin pump has minor scratched lcd window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and cracked case at the reservoir tube window corner.